Manufacturer narrative:
The device was returned and evaluated, and the allegation of cloudy image was not confirmed. The allegation of insufficient air to clear water from objective lens was confirmed due to clogging of the nozzle. In addition to foreign material in the nozzle due to insufficient cleaning, additional findings were the adhesive on the bending section cover had a chip and white-clouded area, the control unit had a scratch, and the plastic distal end cover had a scratch. The device was returned and evaluated, and foreign objects were found to be clogging the nozzle; this has been attributed to insufficient cleaning. The device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle, there was no delay in the start of the pre-cleaning, the air/water nozzle was flushed with air and water, the nozzle was cleaned with lint-free cloths/brushes/sponges and the air/water nozzle was flushed with detergent solution. There were no abnormalities in the accessories used for reprocessing. The instruction manual operation manual ¿chapter 3 preparation and inspection, 3.2: inspection of the endoscope and 3.6 inspection of the endoscopic system¿ describes the following warning. Inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities. 1. Keep the air/water valve¿s hole covered with your finger and depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to insufficient cleaning. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis lucera colonovideoscope had insufficient air to clear water from objective lens and a cloudy image. The event occurred during a diagnostic procedure. There was no patient harm associated with the event. The device was returned and evaluated, and foreign material in the nozzle was found. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.